Manufacturer narrative:
Analysis not required. Due to sensor insertion needle not returned. Also found sensor electrode retracted.

Event description:
It was reported that the sensor electrode broke, and the customer didn't know if it stayed underneath the skin. The customer was advised to seek medical assistance if she was concerned that it may have broken off in her skin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.